Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation stored episodes of auto mode switch were noted. Oversensing was noted on the atrial lead. The noise could not be reproduced with provocative testing. The patient would be monitored with routine follow up.